Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump date was incorrect. As pump time was correct, customer declined tandem technical support's offer to correct date. Customer's blood glucose was 56 mg/dl.